Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported separation appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. User facility (voluntary / mandatory) medwatch report number mw #(B)(4).

Event description:
User facility medwatch report received that states: [mw #(B)(4). Patient in for bi-ventricular automatic implantable cardioverter defibrillator implant. During the procedure, a piece of whisper wire broke intracadiac. The piece was retrieved with a snare specialty catheter by the physician. The procedure continued without incident and the patient was discharged home on (B)(6) 2020. No harm to patient.]